Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that about two years ago when the patient was charging their implant it felt like it was burning the flesh and very discomforting. No further complications were reported. No additional patient symptoms were reported.